Manufacturer narrative:
Device evaluation: device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 60 mm h2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot cvdbnj, conformed to the specifications when released to stock on the 14th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient with lp-shunt (the initial setting was 80mmh2o) on (B)(6) 2015 at another hospital. Then, the patient was transferred to the reported hospital and had a check-up examination. As the result, a lower back tumor was detected, and also the valve¿s the failure of pressure setting was noted. The patient had a surgery for treating the tumor and at the same time, the valve was removed from the patient (the final setting was 80mmh2o), and a hakim valve (82-3110) was implanted with vp-shunt (the initial setting was 60mmh2o) on (B)(6) 2016. The patient¿s current condition is fine. The patient was suffering a congenital hydrocephalus. The surgeon suspects that the rise of protein concentration due to the hip tumor could be one of the causes of the valve failure.